Event description:
It was reported that during a routine device change due to normal battery depletion, the physician elected to surgically implant a new right ventricular (rv) lead due to high threshold measurements. It is unknown if the previous rv lead was capped or explanted. Information has been requested regarding the rv lead serial number and location, but has not yet been received. No additional adverse patient effects were reported.